Event description:
Colonoscope scope cf-hq190l 2874260 failed during a procedure. Approximately 10cm from distal tip end of scope opened during procedure. Scope was removed with abrasions noticed in the colon wall. No materials were noticed as left in patient from scope failure.